Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 221 mg/dl.